Event description:
The valve was explanted due to paravalvular leak at the aortic level causing significant hemolysis, respiratory failure and renal failure. It was noted on several locations it appeared that the sutures had been loose, which was the cause of the regurgitation. There were no vegetations and the leaflets functioned normally. At that time, mild traction was placed on the valve and was completely explanted. The valve was replaced with a 21ahp-105. Per the operative report: the pt previously had surgery, to repair the leakage, however, the leakage continued. The mitral valve was replaced at this time also.